Event description:
Arrow (brand) epidural catheter -breakage with removal and portion retained in pt. Patient selected surgical removal of product after disclosure of risk/benefits of leaving product in epidural space. Surgical exploration done. Separated catheter found and removed. A small portion retained and not able to be removed.